Event description:
Facility reported an over infusion of insulin in 2007 between 10:14-11:00. Reported the pt's blood sugar dropped to 11 after the event. D10 and d50 IV fluid were administered and pt recovered. Data from the pcu event log indicates the following occurred during the time period in question: 2007. The sys had been in use since at least the previous day. Three channels were attached. At 10:08 am only two channels (a&b) were in use. Both channels were running basic infusions (no guardrails). Channel a was infusing at 2.5ml/hr with the vtbi of approx 72 mls remaining. Channel b was infusing at 83.3 ml/hr and had just completed the infusion and was alarming infusion complete-kvo. At 10:18 am channel b was paused. The user then selected channel a and changed the rate from 2.5 ml/hr to 105 ml/hr. Channel b was then turned off leaving only channel a infusing. At 10:59 am, channel a completed the infusion and alarmed infusion complete - kvo. Twelve minutes later, the channel was stopped and the sys was powered off. Provided the customer a verbal and written report of investigation summary. Recommended programming info be shared with appropriate nursing mgmt.

Manufacturer narrative:
Pt info requested and all available info is included.